Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil v60 standard test bed (stb) to duplicate the reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested, the failure was confirmed. Pil found that this touch screen fails all diagnostics testing and resistance measurements which are out of specification. This touch screen failed due to multiple resistance measurement failures.

Manufacturer narrative:
Reporting institution phone: (B)(4). Reporter phone number: (B)(4).

Event description:
Philips received a complaint from the customer reporting a touch position misalignment on a v60 ventilator. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) confirmed the issue and reported the touchscreen was replaced since it could not be resolved with calibration. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.